Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced cloudy drain. The cause of event was unknown. The patient was not hospitalized for this event. On the same day as onset, the patient was treated with ceftazidime (1 gm, route and frequency were not reported, ongoing). At the time of this report, the patient was recovering from event. No additional information is available.